Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Reporter is a non-healthcare professional. (B)(4).

Event description:
Primary attune total knee implanted to treat severe osteoarthritis of the left knee. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without reported complications. Patient received a revision of the right tka due to pain. Upon entering the knee, the surgeon identified and removed hypertrophic scar tissue. The tibial tray was loose and completely debonded at the cement to implant interface and was removed easily. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert or the revised femoral component. The patient was revised with depuy components and utilizing depuy cement x3. The procedure was completed without reported complications. Doi: (B)(6) 2016. Dor: (B)(6) 2019, left knee.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.